Event description:
The rubber piece over the blunting, designed to prevent needle sticks, has come apart from the back while a blood tube is being changed out. This separation has resulted in the tube having the needle sticking out of it and the regular part of the needle remaining in the pt's arm. Please note a 1997 recall, z-807-7, on MFR's similar item, part no. 4222. Reason for recall: a mfg defect may allow the safety mechanism to fail. The device is equipped with a "blunting mechanism" which prevents needle sticks to health care providers. When present, the defect may cause the mechanism to separate from the device when the vacuum tube is removed. The firm rec'd several complaints stating that the blunting number was separating from the rest of the stick in the top of the vacuum tube. An MDR was filed. The firm determined this may result in blood leakage during blood draws or a possible needle stick if the separation occurred during a blood draw and the needle was being removed from the donor site. The firm conducted an internal investigation and determined the reason the nut separating from the hub is due to a faulty uv curing oven in the mfg device used during production. The faulty cure resulted in an inadequate bond between the nut holding the needle/cannula and the plastic housing. No reports of injury or needle sticks have been rec'd to date. Distribution is nationwide. There are a total of 96 accounts. Primary accounts are hospitals; however, several distributors are involved. The firm began notifying accounts by certified mail on 5/12/97. Consignees have been requested to return all affected lots to the MFR. In-house product affected by the recall has been quarantined. Equipment modifications have been put into place to remove the inadequate curing of the hub of the product. The mfg equipment used in production of the recalled lot is no longer in service.